Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the compact air drive device locking mechanism was stiff/stuck, the moving parts did not move smoothly, will not run - motor damaged and component damaged. It was further determined that the device failed pretest for check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check function of device and check the power with power test bench. It was noted that a new device was recommended due to the age of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 3/13/2021 to 3/15/2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.